Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, there was a communication issue with the advisor hd grid and the patches resulting in cancellation of the procedure. The advisor hd grid would not collect geometry or mapping points with the splines. Voxels and geometry were collected with the sensor electrodes on the shaft however even when in a cloud of voxels, the advisor hd grid remained in low confidence. The study was restarted, voxel was switched to navx and then back to voxel, the amplifier and display workstation were restarted, and the system reference patch was exchanged. The procedure was already delayed 20-30 minutes, so it was decided to not exchange the leg patch or the advisor hd grid cable and cancel the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.